Manufacturer narrative:
After reviewing the customer's t:connect data, no instances of incorrect fill estimates could be found. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been receiving inaccurate fill estimates. Customer could not troubleshoot with tandem technical support as the events have occurred in the past. There was no reported impact to the customer's blood glucose level.